Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. Pt reported their hcp 'went in and did a surgery' on them the (B)(6) of this month and pull the 'stimulator up' on their left arm a little bit. Pt said they called their hcp yesterday and left a message that their device was not working. Pt stated their controller was charged but it's 'shocking' or providing them a stimulation. Pt said the issue started 2 days ago. Pt said they were in group a with program 1, 2 and 3. Pt stated they already tried to increase the intensity, but it won't 'shock' at all. Agent had pt to try another group. Pt switched to group b and in program 1 they increased the intensity from 0.7 to 1.2 but still no stimulation. Agent reviewed information. Agent redirected pt to their hcp to further address the issue. Pt stated when they spoke with their hcp, they would get somebody to call them, but they didn't get any call back. Agent reviewed contacting the field for visibility. Pt mentioned that they have an appointment with their hcp on (B)(6).

Manufacturer narrative:
H6: coding correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.